Event description:
It was reported that short sensing intervals and a spike in impedance were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.